Event description:
It was reported that the patient presented in clinic for a follow-up. Device interrogation indicated that the right ventricular (rv) lead exhibited noise oversensing. Temporary programming changes were made; the rv lead was subsequently explanted and replaced. The patient was recovering following the procedure.

Manufacturer narrative:
Further information was requested but not received.